Manufacturer narrative:
A partial lead with the lead tip measuring 48.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
New information received indicates that the lead was capped and replaced.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic . Capture thresholds had risen to and pacing lead impedance values increased. The lead was scanned and no externalized conductors were visible. A lead revision was scheduled. No further information was available.